Manufacturer narrative:
Concomitant med products: quick coupling device. Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that was not relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear from normal use servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during evaluation of the small battery drive device, it was determined that the device could only operate in one direction and the switching and reverse function did not work. It was determined that the control unit was found to be faulty. It was further determined that the device failed pretest for check the off/oscillation/on switch mode function. It was reported in the service order that during an unspecified surgical procedure it was observed that the small battery drive device could not reverse the rotation when used with a quick coupling device. It was reported that the trigger for switching to reverse / oscillating drilling did not work. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.